Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a graspit basket was used during a stone retrieval procedure on (B)(6) 2008. According to the complainant, the product worked when tested, but when placed inside of the ureter, it would not open. The case was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual and functional examination of the returned device confirmed the reported complaint: the grasper jaws were closed and could not be opened. The device was disassembled and it was found that the jaws of the grasper were malformed which caused them to not close properly and become stuck in the sheath. One of the two sets of jaws was slightly twisted near the cannula. The twist did not allow the jaws to close properly and they became stuck inside the sheath. A review of the device history record revealed no issue that could be associated with this incident. (B)(4).